Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported an unspecified low sensor scan was received as compared to a finger prick result of 120 mg/dl. The customer experienced symptoms of nausea and a loss of consciousness and was unable to self-treat. The customer had contact with the paramedic who administered dextrose solution (d50) for treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.